Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that following an intraocular lens (iol) implant procedure in the right eye, the patient developed hypopyon less than twenty four hours post surgery accompanied by pressure like pain. The patient's eye was very red and blurry. The patient felt that the pain was less when the right eye was closed and noted no light sensitivity. On post-operative day one the patient presented to physician's office. The onset of toxic anterior segment syndrome (tass) was considered and confirmed by the physician after two days. Clinical findings included conjunctival inflammation, aqueous cells, and aqueous fibrin. The patient's topical medications were adjusted. The patient's post operative treatment included corticosteroid every 2 hours and fluoroquinolone antibiotics four times daily. The symptoms were improving.

Manufacturer narrative:
Additional information provided in sections h.6. And h.11. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.